Event description:
Related manufacture reference number: 2017865-2022-11366. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the merlin programmer had overestimated the longevity of the pacemaker. The pacemaker was explanted and replaced on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
The reported event of incorrect measurement was not confirmed. As received, a device was returned for analysis. Analysis of device image, electrical and mechanical analysis, and longevity assessment did not identify any anomalies.